Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having bowel incontinence issues. The patient tried to increase the levels and it wouldn't connect. Then it actually connected when we got the call. Patient said she got an error message but can't remember what it was. They thinks it was possibly poor communication message. The patient had a  return of symptoms that started probably about a week ago. Patient mentioned it seems when they travels multiple times it seems to do something to the stimulator. They had traveled twice in the last three weeks. Patient said, when they goes through security at the airport they don't turn off their stimulation. The patient goes through the scanner where you put your hands up. All of a sudden symptoms come back. Patient will change settings a little bit and then be fine. The first time she traveled the stimulation got turned off some how. The issue with traveling has occurred since the beginning. Checked patient's current settings and their stimulation was on. They were on program 3 at 3.7v. It was suggested they consider increasing the stimulation and then monitoring their symptoms for a couple days to see if the symptoms improve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.